Event description:
It was reported that remote monitoring was disabled for this implantable cardioverter defibrillator (ICD). Data analysis found the device had found the device had reached end of life (eol) approximately six months after implant due to charge time. Multiple magnet applications had also been noted. It was reported the patient had entered hospice care. A magnet was applied to the device due to hospice and the patient was listed as do not resuscitate, therefore no additional troubleshooting was planned. No adverse patient effects were reported.